Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04160. It was reported that the catheter froze on the guidewire. The target lesion was located in the tibial artery. It was noted that prior to the use of a 2.5mm x 220mm x 150cm coyote¿ balloon catheter, the guidewire lumen was kinked. The physician decided to advance the catheter over a short taper 300cm straight tip v-14¿ controlwire®. Upon navigating the balloon catheter through the vessel, the guide wire was accidentally retracted. The physician tried to advance the guidewire back through the catheter; however, it got stuck in the kinked portion. Since the balloon was already in the lesion, the physician attempted to inflate the balloon. As the pressure of the balloon went up to 8 atmospheres, the physician noticed the quick pressure drop thus making the angioplasty impossible. The balloon and guidewire were removed together from the patient's body. The procedure was completed with a different wire and balloon catheter. No patient complications were reported and the patient's status was stable.